Event description:
It was reported that " patient began having pain for a couple of weeks and ignored it. Implant had a successful revison with 22mm constrained head. Continuing pain started to occur. X rays were taken, a liner failure was noticed. Patient was revised.

Manufacturer narrative:
Additional information has been requested and if received will be submitted on a supplemental report.